Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to a possible infection and sent to the hospital pathology department to be analyzed.

Manufacturer narrative:
If additional information is received, this report will be updated.